Event description:
It was reported that: "the bevel of the needle bent on itself. We did not noticed this issue prior insertion so during use it was impossible to advance the catheter. There was no reported patient harm."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the bevel of the needle bent on itself. We did not noticed this issue prior insertion so during use it was impossible to advance the catheter. There was no reported patient harm."

Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one epidural needle. Visual examination of the returned sample revealed the needle appeared to be bent. The cannula was bent toward the centre of the cannula. Also, the needle's tip appeared to be bent. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.